Event description:
It was reported that in cardiovascular anesthesia, a leak was found at the catheter and as a result, was removed from the (B)(6) male pt. The catheter was placed in the pt's right internal jugular vein, and the leak was noticed since the dressing was permanently wet. The catheter was removed and replaced with a peripheral access catheter. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.